Manufacturer narrative:
The MFR did not receive explanted devices for review and the cause for this specific clinical event cannot be ascertained from the info provided. An updated report will be submitted as soon as device will be returned for investigation and the results becomes available. Zimmer ref # (B)(4).

Event description:
It has been reported that the pt was implanted an inverse/reverse ncb screw system, 4.5 -48mm on (B)(6) 2012 and underwent revision of tm glenoid due to infection. During the surgery, the "head could not be detached from the base." The surgeon reported that he followed the surgical technique.